Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit suddenly shut down. There was no patient harm reported.

Manufacturer narrative:
Event site postal code: (B)(4). A getinge field service engineer (fse) evaluated the iabp and was able to verify the reported issue in the iabp¿s diagnostic error log. The fse replaced cable coil cord and updated software to new version (d.00). The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
N/a